Event description:
Philips received a complaint on the efficia dfm100 device indicating that the device was unable to identify the battery. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The rse evaluated the device and asked the customer to reinstall the battery which resolved the issue. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.